Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined and the following was observed; the balloon was burst radially and longitudinally with no missing balloon pieces, the distal portion of the balloon was bunched towards the nose tip, the associated sheath was damaged at the distal end with partial delamination and bunching and tearing of the sheath liner. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided, the 3mensio was reviewed and sinotubular junction (stj) calcium was observed. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as review of provided 3mensio showed calcium in the stj. Additionally, it was reported that +2cc were used for inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) approximately 8 years, 3 months and 26 days post transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve the valve failed due to stenosis, the patient presented with shortness of breath. The gradient was greater than 50mmhg and the valve area index was 0.5. There was leaflet thickening. The patient had a valve in valve using a 23mm sapien 3 ultra resilia valve. During valve deployment near the end of inflation the balloon of the 23mm commander delivery system (ds) ruptured. There was some resistance pulling the ds back into the sheath. The ds and the 14f esheath+ were removed were removed as one unit, the sheath was bulged at the distal tip where the balloon material was pulled back inside of it, and a new sheath was put in so the valve could be post dilated. A new sheath was inserted, and the valve was post dilated with a 22mm true balloon. The valve was successfully placed, and the patient is in stable condition.